Manufacturer narrative:
B5; additional information received: it was reported that the entrant sheath was used as per the instructions for use (IFU)and there was no damage damage noted to the sentrant device or packaging prior to unboxing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath (sensh1828w) was used as a conduit during the implantation of a a non mdt stent graft for an unknown endovascular treatment . It was reported during the index procedure, that blood leaked from the hemostatic valve.  This did not result in blood loss for the patient. Subsequently, the sheath was replaced with a non-mdt 18fr sheath and procedure was successfully continued without any issues. Per the physician the cause the hemostatic valve leak is undetermined. No additional clinical sequelae were reported, and the patient is fine.